Event description:
It was reported by a company rep that the wand would not deactivate. Once in the joint, the account had to unplug the unit. No adverse consequences were reported and no add'l anesthesia was required.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.